Event description:
Customer reported the nurse call does not activate. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval of the returned unit confirmed the reported issue. The unit does not send a signal to activate the nurse call test fixture when weight is removed from the sensor pad. Additionally, the nurse call test fixture toggles on and off when the nurse call cable is wiggled. The unit passed all other functional testing. (B)(4).